Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3, b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error and no image was displayed due to humid in connector, corrosion on connector and faulty circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event was identified during inspection for use. However, no additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed a black image. There were no reports of patient harm.